Event description:
Resmed airsense 11 auto CPAP had a humidifier fault error code requiring replacement. Second device failed as well requiring change to a different device. My provider states they are seeing lots of these since (B)(6) or so and the manufacturer hasn't figured it out. Old devices and new devices all of a sudden. Common theme is the heated tubing was changed or it failed out of the box. Resmed has device back under RMA. Reference reports: mw5151920, mw5151921, mw5151922, mw5151924, mw5151925.